Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated the impedance on the atrial pacing lead was undefined. Atrial pace impedance was steady at approximately 515 ohms then varied and rose out of range (>9999 ohms).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was loss of capture and loss of sensing on the atrial lead. It was further reported that the device was reprogrammed to ventricular pacing during a clinic visit as device interrogation noted a high/undefined lead impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.